Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: based on the description in source evaluation summary, loosening, stretching, bending of spiral tube at the brush head of cleaning brush which can be thought that caused the occurrence of phenomenon could confirmed. Based on the description in source evaluation summary, phenomenon of material failure was not confirmed, and it is presumed that the phenomenon occurred because cleaning brush was caught when withdrawing, and excessive force was applied. Based on the information obtained from this complaint and the investigation results, the cause of applied external excessive force was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the channel cleaning brush exhibited spiral tube at the tip of the cleaning brush is loose and bent, had multiple bending and residual dirt was confirmed. There was no patient involvement.